Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the pump touchscreen was unresponsive. It was also reported that the pump touchscreen was delayed in response. The customer declined further troubleshooting. There was no adverse impact to the customer¿s blood glucose level.